Manufacturer narrative:
The local area field representative was contacted for additional information. At this time, no further information is available. Should additional information become available, or if analysis is completed, this report will be updated.

Event description:
Boston scientific received information that this right ventricular (rv) lead was explanted, after approximately two months of implant, due to a product performance issue. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and lead body found no anomalies. Visual inspection of the lead tip found body fluid in the helix. A stylet could not be inserted in the lead as there was a block approximately 4 centimeters (cm) from the terminal pin. During stylet insertion testing, the lead body became stretched. The lead was soaked in water/alcohol and a stylet was inserted in the lumen, body fluid was noted to exit the lumen. Laboratory testing was unable to confirm the reported clinical observation.